Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including full functional testing without duplicating the report. The manifold assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "compressor failure -1001," "compressor fault-2001" and "compressor fault 3001" messages. Complainant indicated that there was no patient involvement in the reported malfunction.